Event description:
It was reported that after the balloon was inflated and then deflated for removal, resistance was felt with the vessel. When the physician pulled on the catheter, the balloon separated from the shaft; however, it stayed on the guide wire and was completely removed without any intervention. No patient injury were reported.